Manufacturer narrative:
The device is not marketed or sold in the us as such a 510k is not applicable. The scope was sent to a third party for evaluation. Should additional information become available, a supplemental report will be filed.

Event description:
A customer reported that during a procedure, the doctor noticed that the image was blurry. They tried to clear lens, but could not get a clear image. Seemed as though the problem was inside the lens". The event occurred while using a ec38-i10nl- video colonoscope. There were no patient or user injuries, adverse events, delay or medical intervention reported.